Manufacturer narrative:
Reference (B)(4). Customer confirmed product was disposed of onsite therefore unable to return product. Additional information requested on level of patient involvement on november 26, 2019, december 02, 2019 and december 09, 2019.

Event description:
Implanted catheter has failed.